Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) via the left axillary approach there were two issues that occurred. The first issue was that there was oozing from the sheath after being in place 2.5 weeks. The customer stated that they were unsure if the sheath used was from the iab kit. The emergency service specialist (esp) stated that there could be a mismatch or the sheath valve may have become faulty. The second issue was a loss of arterial pressure waveform for both fiber optic and transducer to central lumen. The catheter restriction alarm went off several times during the customer's phone call. The esp stated that this was more than likely the issue with regards to the loss of pressure readings. The pump was still working. The esp suggested repositioning might possibly help or replacement of the iab may be needed. Instructions were given to the customer based on the traditional femoral approach although the customer selected an off-label site for insertion. It is unknown if the iab was replaced. There was no reported injury to the patient.